Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged. The set was visually inspected and the silicone tubing was noted to be separated/torn into two separate parts. The complaint was confirmed in the lab for damaged. The cause was determined to be the set being tangled in a wheelchair. No batch review could be done for the problem since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the transfer tubing seemed to have been caught in the wheelchair, and was cut. However, a definite cause was unknown. There was no patient injury or medical intervention.